Event description:
It was reported that patient underwent a left knee revision approximately nine years post-implantation due to implant fracture. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: oss finn mod proximal femoral right 7cm catalog#: 150457 lot#: 463260. Freedom constr hd 36mm t1 +6mm catalog#: 11-107020 lot#: 608650. Freedom std face liner sz 25 catalog#: 11-107324 lot#: 256310. Reported event was confirmed by review of photographs. Visual examination of the provided pictures identified the threaded portion of the segment is fractured and a portion of the fractured device was left in the proximal femur. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.